Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was tested and placed on a diagnostic tester, and it failed functional testing due to an electrical failure. The diagnostic tester results exhibited a low/high voltage reading than expected. Additionally, the endoscope was tested and placed on an in-house system for functional testing, and it failed due to an electrical failure. The local button controls were not working properly. The endoscope failed the button functionality test. The endoscope failed the camera cable test. The endoscope was visually inspected and found with a loose shaft.

Event description:
It was reported that during central processing, the 30-degree endoscope was foggy. There was no report of patient involvement.